Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and a return of symptoms. She saw her doctor the day of the report and was told the implantable neurostimulator (ins) was off. A power on reset (por) condition was also noted. The physician assistant told her that the ins had reset and there were 120 days left on the ins. The physician assistant told her that it might not be accurate and would follow up with the patient. The patient had another appointment in a month. Six days later, the patient noted that she was an inpatient at the hospital. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.